Event description:
The patient was a 45-year-old male undergoing impella cp placement for hemodynamic support. The patient was unable to lie flat and was positioned with the head of bed elevated to approximately 15 degrees. The right common femoral artery was accessed, a 5f sheath was placed, pre-closure sutures were deployed, and the access site was upsized with impella dilators over a stiff wire. The device was primed, the left ventricle was accessed, and the impella cp was advanced into the lv without initial difficulty. The device was started in auto mode and ramped up. Shortly after activation, the impella displayed superimposed waveforms suggesting suboptimal positioning. Alarms appeared after a delay. The device was visualized and retracted slightly, with subsequent improvement in waveforms. The impella sheath was noted to have migrated outward and was repositioned. The patient subsequently became pulseless and entered pulseless electrical activity. Cardiopulmonary resuscitation was initiated. During chest compressions, reevaluation of the impella revealed the catheter had been displaced into the ascending aorta and was kinked in half. The device could not be straightened, advanced, or explanted. CPR continued for approximately 30 minutes. After discussion with the family, resuscitation efforts were stopped, and the patient expired in the catheterization laboratory. Prior to the displacement event, no device alarms or malfunctions had been reported. The inability to straighten, advance, or remove the device occurred after the catheter became kinked during chest compressions.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.